Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient has an elevated gradient across the valve. Twenty eight months following implant, the patient had moderate to severe aortic insufficiency, decreased exercise tolerance, and catheterization measurements revealed an elevated mean gradient (aortic pressures s/d/m/: 171/82/117mmhg). Subsequently, the valve was explanted and upon explant it was noted that one of the leaflets had a perforation along the base of the cusp. It was also reported that the patient required aortic root enlargement at the time of reoperation due to a small aortic root. There were no adverse patient effects.

Manufacturer narrative:
The device model # is corrected on this report. Since filing the initial medwatch, product analysis has been completed. Product analysis: upon receipt at medtronic's quality laboratory, the sewing ring appeared everted. The valve appeared "squeezed" showing possible evidence of a sizing issue. The sewing ring appeared scrunched or gathered. Four pledgets were received with the valve for analysis. All leaflets were slightly stiff, but flexible. A large hole in the belly of a leaflet appeared to be due to contact with a possible long suture tail. Abrasions in the belly of another leaflet appeared to be due to contact with possible long suture tails. All commissures were intact. Remnants of glistening off-white pannus remained attached to the tops of all commissures. Traces of pannus lined the sewing ring on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the root cause of the high gradients and regurgitation cannot be definitely determined, however the fact that the returned valve appeared to have been squeezed and that the patient required an aortic root enlargement reasonably suggests that an undersized valve was implanted. The cause of the torn leaflet appears to be due to a suture tail rubbing against the leaflet which may have also been due to the valve being squeezed. Long suture tails are related to implant technique. (B)(6). (B)(4).

Manufacturer narrative:
Analysis: the product has been returned and continues to undergo extensive analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon conclusion of the analysis, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial medwatch report filed had the incorrect product code and common device name. The correct product code and common device name are reflected on this follow up report. In addition, follow up #1 report had the 5 day checkbox inadvertently checked. Thus, follow up #2 corrected report was submitted but the 30 day checkbox was not checked on that report. The report is a follow up, 30 day report. (B)(4).